Event description:
Related manufacturer reference number: 2017865-2024-57114. It was reported that the patient had a bi-ventricular device implanted post transcatheter aortic valve replacement (tavr) for complete heart block secondary to tavr procedure. The left ventricular (lv) lead was found to be dislodged 1 day post-implant. The lv lead was turned off, and the patient was discharged the following day. On 2 jun 2024, the patient was brought into the hospital via ems in cardiac arrest and asystole requiring CPR. The right ventricular (rv) and lv leads were found dislodged. Both leads were explanted. The patient is recovering.

Manufacturer narrative:
The reported event of lead dislodgement and failure to capture was not confirmed. As received, a complete lead was returned in one piece with the helix partially extended and clogged with blood/tissue. The full helix extension length was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
New information indicated that an x-ray was performed confirming that the leads were dislodged resulting in loss of capture.